Event description:
Per provider the poppet valve is contaminated with foreign substance. Per independent repair center statement states that it is alarming or red light , manifold leaking, loose hardware.